Manufacturer narrative:
(B)(4). Products from multiple MFR's were implanted during the procedure, although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal and no-conformances to specification which might contribute to the reported event. MRI images submitted for review demonstrate an increased signal posteriorly that does appear to be consistent with fluid. No conclusions as to the cause of the collected fluid can be ascertained from the MRI images. The device remains implanted, and is therefore not available for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior approach fusion at l4/5 using rhbmp-2/acs wrapped around local autograft, which was placed in the lateral gutters. No interbody device was used due to a "very small disc space." The patient reportedly developed cauda equina syndrome post-op, and did not regain bladder function. An MRI was performed on (B)(6) 2007, which identified a collection of fluid posteriorly that did not communicate with the vertebral bodies. A surgical evacuation of a seroma was performed on that same day. Approx 20ml of fluid was drained. Testing of the drained fluid found that it was sterile and negative for csf. The cauda equina syndrome has resolved, and the patient has regained bladder function following evacuation of the fluid. There has been no recurrence of the seroma, and the pt is now reportedly "recovering normally."